Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case and the battery door were cracked. A review of the event history log (ehl) identified check clutch plunger lever. During the functional testing the reported issue was able to be duplicated. The lead screw and clutch halves were found popping and slipping due to normal wear. The root cause of the issue was a result of normal wear as the pump was over 15 years old. Replaced leads screw and clutch halves. Performed preventative maintenance and all functional testing. UDI information unknown.

Event description:
It was reported that the pump exhibited a check plunger error. No patient injury was reported.